Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history lot: part:04.037.042s; lot:8510p99; manufacturing site: werk selzach; supplier: (B)(4); release to warehouse date: 09 nov 2023; expiration date: 01 nov 2033. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were ID. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an osteosynthesis with tfna for the femoral trochanteric fracture. When engaging the locking mechanism after blade insertion, it was excessively stiff to turn and engage. A distal locking screw was inserted without engaging the locking mechanism, and an end cap was inserted after removing devices. However, the end cap could not be fully tightened. The surgeon tried to tighten the locking mechanism again and managed to engage the locking mechanism with a metallic clang. The end cap was inserted. The surgery was completed successfully within a 30 minutes delay. Surgical delay caused increased bleeding. According to the nurse, the implant was attached to the device smoothly, and the inspection outside the patient had no problem. There was no reverse rotation after installation. No further information is available to report.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.